Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the OEM pcb and the main keypad assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed parts and determined that the cause of the reported failure was due to a shorted capacitor, designator c18 from the OEM pcb assembly.

Event description:
The customer that their device would no longer power on. There was no report of any patient use associated.